Event description:
It was reported during service at the manufacturer that the micro sagittal saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and a bearing was stuck in the motor.